Event description:
It was reported that this lead exhibited failure to capture and noise. A lead perforation was determined. This lead was successfully repositioned. No additional adverse patient effects were reported.